Manufacturer narrative:
The technician investigated and could not reproduce the alleged failure. The technician stated front end brake casters neither swiveled nor turned when the brake pedal was pressed. The account stated they found the bed with a note attached to it that stated the brakes at the foot end do not work properly. The note alleged both staff injury and that there was no staff injury. The account confirmed that no injury had occurred. This may be a case of user error. See scanned page. No repair was needed, the bed functioned as designed. Based on this information, no further action is required.

Event description:
The account reported the brakes were in the locked position and the foot of the bed moved to the side while the patient was being positioned. The bed was located in 4 (B)(4) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4)